Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to d9 (device availability), h6 (investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported finding the pen needles to clog during flow check, on a few from 3 different boxes. Informed caller of non-patient end placement. Caller found non-patient end needle bent during this call. Dc. Lot#: 3318747 = 12 pen needles 1 box, lot#: 4051705 = 5 pen needles 1 out of 2 boxes, lot: 4051705 = 5 pen needles 2nd out of 2 boxes. Catalog#" 320555 all 3 boxes, date of event unknown. Sample status awaiting sample all 22 pen needles will return.